Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported blockage in the device; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with a proglide device using the preclose technique, via a 6fr sheath prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, the lumen of the proglide guide was blocked. The sutures of two additional proglide devices were pre-placed successfully. The sheath was upsized to 14fr. The tavi procedure was completed and hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device and established in the preclose technique. No additional information was provided.